Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to a vibratory alert. Upon interrogation, the implantable cardioverter exhibited post-sensed t-wave oversensing that was binned as ventricular tachycardia. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was in stable condition.